Event description:
The customer reported that the system displayed communication error messages. This error message is likely to result in a system lock-up or shut down or prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.